Event description:
It was reported during clinical assessment. Redness or swelling was identified at or around the central line insertion site. The event involved 2 sl cvc in the neck. This report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.